Event description:
Caller reported a malfunction in the tandem source pump, identified as malfunction 199. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support informed the caller about the cause of the malfunction, provided pump reset information, and assisted in resetting the pump. Afterwards, the malfunction did not recur, allowing the customer to continue using the pump. Caller was advised to call back if any issues reoccurred, and they acknowledged and understood this guidance.